Event description:
The patient reported that she was reaching for a falling cabinet and it resulted in her catheter being broken. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.